Manufacturer narrative:
The manufacturer's product support engineer (pse) evaluated the device and confirmed that there was a misalignment in the touch position. The pse replaced the touchscreen and verified that the reported issue was resolved. The device passed the required performance verification tests per philips standard and was returned to service.

Manufacturer narrative:
The removed touchscreen was returned to the product investigation lab (pil). The fi technician installed the touchscreen into a pi ventilator to duplicate the reported issue. The visual inspection of this touchscreen did not reveal any signs of damage or contamination. The touchscreen was tested, and the pil technician verified that the touchscreen passed all flex cable resistance verification testing and resistance ratio testing. This investigation has resulted in a no problem found.

Manufacturer narrative:
E1 reporting institution phone number - (B)(6). Reporter phone number - (B)(6).

Event description:
Philips received a complaint from the hospital medical examiner (me) on the v60 indicating that a failure in the touchscreen was found during operational checking, and touchscreen calibration could not be performed. It was reported that there was no patient involvement at the time the issue was discovered. Additionally, the device kept operating when the failure was observed, and there was no reported delay in therapy.